Event description:
It was reported that an increase in the capture threshold resulting in a loss of capture, phrenic nerve stimulation, and an increased pacing impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a perforation on the apex of the patient's heart due to the rv lead. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.